Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update (B)(6) 2015: added sales rep details, patient weight and height, surgeon's name, revision date, added products (stem and sleeve), additional reason for revision: pain. Taken from der dated (B)(6) 2015.

Event description:
Litigation papers allege the patient suffered pain, scarring, and disfigurement. Papers also allege excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.